Event description:
It was reported by svc report that the footboard is broken. It is unk if there was pt involvement or if there was pt involvement or if there was adverse consequences to report.

Manufacturer narrative:
Result: foot board components.